Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned in segments. There were no anomalies found. It was noted that the times/lobes were distorted. Visual summary indicated that the lead was damaged at implant. (B)(4).

Event description:
It was reported that during implant, tissue was lodged in the deployable section of the lead tubing and damaged the deployable times. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.